Event description:
A customer in (B)(6) notified biomérieux of a misidentification of a shigella sonnei patient train as pluralibacter gergoviae in association with the vitek® 2 gram negative (gn) identification (ID) test kit. Repeat testing obtained the same result. The identification to shigella sonnei was confirmed via vitek ms testing followed by shigella latex.. The customer stated that the discrepant gn ID result was not reported to the treating physician, and there was no adverse impact to the patient's state of health. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
An investigation was completed in response to a customer complaint of a misidentification of a shigella sonnei patient strain as pluralibacter gergoviae in association with the vitek® 2 gram negative (gn) identification (ID) test kit. Repeat testing obtained the same result. The customer submitted the strain for investigational testing. Identification testing was performed with the vitek® gn ID test kit from the customer's lot (2410734103) and a random lot (2410984203) in duplicate. An api® 20e rapid test kit was also used as an alternative identification method. All results obtained with the vitek® 2 gn ID test kit cards from both the customer lot and the random lot were excellent identifications of shigella sonnei. The api® 20e rapid test kit also obtained an identification of shigella sonnei. Review of the customer's identification of pluralibacter gergoviae revealed one atypical positive reaction (ure) for an identification of shigella sonnei according to the knowledge base. Atypical positive reactions can indicate contamination, mixed culture, use of non-recommended media, or other user set up error. The customer's misidentification was not reproduced internally. The vitek® 2 gn ID test kit cards are performing as expected. Gn lot #2410734103 met final qc release criteria. This lot passed qc performance testing.